Manufacturer narrative:
UDI provided. Updated to proper value. Device manufacture date provided. Updated to proper value.

Manufacturer narrative:
Unique device identification(UDI) unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar l2-l5 procedure. It was reported that the surgeon was hammering near the reference frame when the starburst connector on the spinous process clamp became stripped and loose resulting in inaccuracy. Another spin resolved the reported issue. There was no known impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the second image acquisition was performed with a medtronic imaging system.